Manufacturer narrative:
1627487-07262012-002-r , 1627487-12192011-003-r . This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient received a message that the ipg had reached the end of life. As a result, the physician explanted and replaced the patient¿s ipg, resolving the issue.